Event description:
It was reported that a sheath tear occurred. The patient presented for a transcatheter aortic valve replacement (tavr) procedure due to aortic stenosis. The vascular access was the right femoral. Predilation was not performed. The physician attempted to insert the isleeve 14f into the right groin. After insertion of the isleeve 14f a few centimeters, the device stuck. The physician felt a strong resistance and removed the device. A tear was noticed and two of the three expandable liner folds were open. The tear originated at the distal tip of the isleeve and traveled down the device, about 1 cm in length. The folds created a sharp edge on the device. The torn device was exchanged for a new isleeve 14f. Predilatation was performed using the dilator. The second isleeve device was prepared and used without problems. The procedure was completed with no patient complications or patient harm. Per the physician the sheath may have stuck in the subcutaneous skin causing the resistance upon insertion.